Event description:
Boston scientific received information that the patient presented to the emergency room following a syncopal episode. The device was interrogated and the lead parameters were confirmed to be appropriate. A few noise episodes were noted that were recorded as ventricular tachycardia (vt) which resulted in pacing inhibition. A holter monitor was provided to the patient and it recorded a few pauses as long as six seconds. As a result, the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--